Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 disk. The sample initially resulted in a troponin t value of 60.73 pg/ml. The sample was repeated, resulting in a value of 11.31 pg/ml. The repeat value was deemed correct. The customer noted that rack adapters required for 13 mm. Diameter tubes are sometimes used.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.